Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. The 80% stenosed, 24 mm x 2.5 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 24 x 2.50 promus premier¿ drug-eluting stent was implanted to treat the lesion. However, during procedure, it was noted that the stent strut was fractured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Type of reportable event corrected from serious injury to malfunction. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was undamaged on the 9 most proximal stent strut rows, the remainder of the stent struts were damaged and stretched in a distal direction with some struts extending over the distal tip of the device. There was no evidence of stent fracture during the analysis. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the stent was not completely separated and was removed together with the stent delivery system. The stent was not implanted inside the patient.